Event description:
(B)(4). Ever since having this device put in place, I have had non stop joint pain. I am constantly in pain in my hips and lower back and nothing helps it. I have also noticed the pain moving down my legs to my knees. I can't sit with my legs crossed for too long, because my legs get stiff and they begin to hurt. I also can't sit on the floor with my children for too long, because it is difficult for me to get up because of the stiffness and the pain.